Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA. Implant date reported as unknown day in 2011.

Manufacturer narrative:
Based on the topography of the fracture surfaces we assume that unilateral, respectively bilateral dynamic bending loads led to the fatigue, to a first crack and caused finally breaking of the investigated matrix rib plates. The implants had to absorb and neutralize forces that have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. We found no evidence of material or manufacturing defects for the matrixrib plate r3.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with matrixrib precontoured plate and tan plate construct on an unknown date in 2011. About six months post-operative, hardware broke. Patient returned to the o.r. On (B)(6) 2012 for revision surgery. At this time, hardware was explanted and patient was revised with alternate hardware. This is 2 of 2 reports for this event.